Event description:
According to the consumer, the initial procedure was performed on the lt eye on 3/29/95. The rt eye operation occurred on 7/17/95, also on 7/19/95, the lt eye was reoperated on for "enhancement." The original procedure had still left the eye under corrected. It was during this second procedure, that accordingly to the attending physician, a malfunction of the machine occurred resulting in damage to the cornea and lens ultimately causing lt eye blindness. According to the consumer, preoperatively the lt cornea measured 5.57 and the machine was set for 3.75. The pt then underwent a lt eye lens implant which was unsuccessful. In november 1995, some type of laser treatment was performed on the lt eye which was also unsuccessful, in february 1996, a lt eye bb corneal transplant was performed. The pt was followed by a second physician until 7-1997 at which time she was released. At the time of release, the physician stated nothing more could be done to correct the lt eye vision. Final corrections: rt eye 20/30 uncorrected, lt eye 20/200 uncorrected. 20/50 corrected with glasses or contacts.